Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One fast-cath introducer sheath was received for evaluation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body and the sheath tubing was bent in multiple locations. Review of the device history record was not possible as the lot number is unknown. A corrective action was initiated to investigate the failure mode of the sideport detachments.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a procedure, a side port detachment occurred. The physician at the time alleged possibility of poor handing of the device by staff. There is no further information available.